Event description:
During a liver transplant procedure one of the sutures shredded. There was no adverse patient outcome and there was only a 10 minute extended surgery time to obtain another box of sutures.